Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5 and h6.

Event description:
The problem, as reported to olympus, was identified during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image could not be obtained when using olympus, model series 180 endoscopes with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.